Manufacturer narrative:
(B)(4).

Event description:
Customer reported during boot up the system got an error message "power supply failure". Machine powered down and rebooted at which smoke and a burning smell was emitted from the unit. Customer confirmed all connections were good. No patient harm reported. The patient's condition is reported as fine. Monitor associated with device is captured in MDR report # 3011137372-2022-00020 (B)(4).

Manufacturer narrative:
(B)(4). Vps rhythm t-piece accessory s/n: (B)(6) was returned. Vps rhythm monitor s/n: (B)(6) with accessories was also returned for investigation. A vps service engineer performed the evaluation as documented in service report (B)(4) 28 jan 2022. A visual examination of the t-piece revealed all returned items were in acceptable condition and did not reveal any obvious defects or anomalies. A visual examination of the monitor revealed all returned items were in acceptable condition and did not reveal any obvious defects or anomalies. It was reported "during boot up the system got an error message "power supply failure". Machine powered down and rebooted at which smoke and a burning smell was emitted from the unit. Customer confirmed all connections were good. Per engineering, the cause could be the t-piece. During functional testing, the returned monitor failed all startup tests when the monitor was powered on with no accessories attached. The startup test failures are indicative of a failed main board. An examination of the main board revealed the dc-dc convertor shows thermal damage and the metal plate shows the residue of the outgassing of the failed component. The monitor was forwarded to vascular r & d for further analysis. The investigation was performed by reviewing the failed monitor, the failed t-piece, and the monitor's log file. The log file at "(B)(6) 2022 14:50" indicated the monitor powered up normally and read t-piece power supplies correctly. After sitting on for 1 hour, the monitor with t-piece began generating i2c communication failures and a 12v supply voltage failure. The log file showed an i2c failure at address 0x4e [hex] which is the address for u1. The log file indicated that the user cycled power on the monitor and then system power failures appeared throughout power-up testing. Inspection of the main board in the monitor showed damage to the 12v dc-dc converter, u401, that provides power to the isolated ECG and t-piece circuitry. This damage was consistent with excessive current draw on u401 causing failure. Using 2 wires soldered ground to ground-iso and +12 to +12-iso, the u401 was patched out and the board then powered up normally and operated normally - confirming u401 as the failure. A functional t-piece was connected to this monitor and it passed a functional test of tracking & ECG. The failed t-piece was connected to the monitor [with 2-wire patch] and then the system was powered up. The monitor passed its power-on tests and was able to correctly read the t-piece power supplies on i2c bus and then failed i2c bus communication when the system tried to write to u1 on the t-piece. Under a stereo microscope, there were no indications of solder flaws or damage to u1. It is unlikely that the u1 failure contributed to the u401 failure as there was no excessive load on the monitor from this failed t-piece. During this testing, the battery had been removed from the monitor and the system was run from a benchtop digital power supply with continuous current load readout. One other item to note was that the t-piece cable was tightly coiled as if it was tightly wrapped around the t-piece for storage. The t-piece lemo cable was removed from the t-piece assembly and a dmm was connected between +12v pin and shield/power ground pin in continuity check mode. The entire length of the cable was repeatedly flexed with no apparent shorts found between 12v and ground. Conclusion: the u401 dc-dc converted failed on the main board causing the monitor failure. No root cause was established; however, a possible cause would be an intermittent short between the 12v wire and the shield ground in the t-piece lemo cable [there has been one prior occurrence of this failure].the t-piece failure resulted from the failure of u1. There is no apparent root cause and appears to be a random failure. A device history record review performed on the t-piece did not reveal any manufacturing or servicing related issues. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer reported during boot up the system got an error message "power supply failure". Machine powered down and rebooted at which smoke and a burning smell was emitted from the unit. Customer confirmed all connections were good. No patient harm reported. The patient's condition is reported as fine. Monitor associated with device is captured in MDR report#: 3011137372-2022-00020 (rhy-100-mtrb).